Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3387-40, lot# j0519661v, implanted: (B)(6) 2005, explanted: (B)(6) 2008, product type: lead. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 7438, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer. (B)(4).

Event description:
It was reported there was a loss of therapeutic effect. It was noted the implantable neurostimulator (ins) was checked with the remote. It was noted the patient saw ¿stimulation on and ins battery good.¿ it was noted the patient was not doing well. It was stated the patient had leg weakness. It was noted the patient did not eat like they usually had, their legs and their body would jerk as they would try to stand and the patient could not stand by themselves anymore. It was noted the patient¿s legs were weak. It was stated the symptoms occurred following a fall. It was stated the patient had a ¿bad¿ fall backwards and they hit their head and they were ¿knocked out.¿ it was stated the patient was taken to the hospital by an ambulance. It was noted there was no bleeding in the brain and there were no issues that were seen. It was stated the patient had a return of symptoms immediately following the fall.

Event description:
Additional information received reported, the patient had continued progression of their parkinson¿s disease. It was noted, the patient did not have any significant rigidity or tremor on the day of report. It was noted, the patient¿s voice remained a whisper and they could not stand up without assistance. It was stated their deep brain stimulator (dbs) had done well and was in place. It was noted they did not have any dyskinesia or other symptoms. It was stated, the patient had further progression of their memory difficulty.